Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product.

Event description:
The following report was received from the affiliate: approx 10 days post index procedure, the pt developed cardiogenic shock and he was emergently brought to the hosp. A cag was conducted and thrombus was observed in the implanted driver stent at the proximal circumflex. Thrombus was not observed in the cypher at left main and proximal lad, however, the proximal lad was a little hazy. To treat the thrombus, aspiration and poba was conducted. A 3.0x18mm driver stent was implanted inside the already implanted 3.0x24mm driver stent. Then kbt was conducted. Inflation time and pressure were unk. The chest pain was resolved and the pt was transferred to ICU. Two hours following treatment of the thrombotic event, the pt developed cardiogenic shock and ventricular fibrillation. CPR was conducted and pcps was inserted. Cag was conducted and thrombus was observed in the implanted cypher stent at the proximal lad. To treat the thrombus, aspiration was conducted. When poba was conducted with a balloon (4.0xunkmm), occlusion of the proximal circumflex occurred due to shift of the thrombus. Down size was selected and kbt was conducted. Thrombus remained in the lad, but the physician judged that the continuation of pci was difficult and finished the pci. Timi flow was iii and the pt was transferred to ICU with iabp and ventilator. As reported, if a thrombotic event occurred again and the left main is occluded, it might be fatal. Thus, CABG was scheduled at another hosp and the pt was transferred to the hosp. Later, CABG was conducted in another hosp. According to the family comments, the condition of the pt was not optimal as he developed pulmonary embolism. Add'l details regarding this pt remains unk. Physician's comment: the cause of the thrombotic event was because the pt infected norovirus, so he dehydrated due to diarrhea and he might get abnormal blood clotting. The cause of second thrombotic event was because of the heart cardiac hypofunction due tothe 1st thrombotic event. Iabp should be inserted at early stage. (I.e. Treatment of 1st thrombotic event).